Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). On (B)(4) 2015, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse found a clogged preheater and replaced the preheater coil. The fse ran patient samples and quality controls. All results were within acceptable range. All errors cleared and the g7 instrument is operational. No further action is required by field service. The most probable cause for error 100 pressure high was the clogged preheater.

Event description:
On (B)(6) 2015, a customer reported error 100 pressure high on the g7 instrument. The customer stated that the analyzer wouldn't let her run anything while the error was present. The customer is unable to run patient samples on hba1c diabetes assay. On (B)(4) 2015, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.